Event description:
Gehc received a report from the same user facility that three patients under went electrophysiology procedures (ep) in 2006 using an advantx lc/lp+ system. The patient subsequently returned to the facility approximately 6 weeks later exhibiting skin burns on their backs. The two additional patient injuries are reported as MDR# 9611343-2006-00020 and 9611343-2006-00022. Gehc is currently gathering information in order to determine the circumstances surrounding this accidental radiation occurrence and any causes.

Manufacturer narrative:
The root cause investigation is ongoing. At this time, it is known: subsequent to the three patient procedures, the system's frt tube (manufactured in 2001) was replaced on the following month due to roto noise. This tube is being returned to gehc for analysis; and procedure parameters used for this patient included high fluoro and 120 minute duration. In the interim, gehc has recommended to the user that ep procedures be performed using a low fluoro setting and that gehc install dose meters that will allow the user facility to monitor the patient skin does in real time.